Event description:
The following information was reported under the e-cypher pms registry: seventeen months following cypher stent placement, the pt presents with stable angina (ccs3). An adverse event of mace reports treatment of the previously treated saphenous vein graft. Narrative indicates 95% stenosis from the venous graft to the first obtuse marginal (om1) from the circumflex (cx) with timi flow of 1. There is no indication of a myocardial infarction (mi) - as pre-procedure cardiac enzymes are normal. The adverse event section also makes reference to possible thrombus but this cannot be confirmed as the procedural information for the second procedure does not include any vessel/lesion characteristics or specifics on the treatment of this lesion. It does note that no thrombolytics were given. Per the procedural physician, this event is highly probable to be related to the device and likely related to the procedure. The pt was hospitalized x 1 day.